Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The involved heater-cooler device has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the mains power of a heater-cooler system 3t was tripped during a disinfection cycle. There was no patient involvement.

Manufacturer narrative:
The involved device was returned to livanova (B)(4) for further investigation. During the evaluation, the reported failure was confirmed and the root cause was determined to be corrosive damage to the evaporator. This is a known issue and corrective actions have been initiated.